Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. The described symptoms indicate, that most likely some wound dehiscence occurred or was caused by the patient´s sucking on the wound and particles of the grafting material were dislocated into this patient´s mouth. This would result in the patient´s observation of "bone fragments coming out" and also cause the saltlike taste. The bone grafting material, bio oss, is manufactured by geistlich.

Event description:
In this case it was reported that a patient received an implant together with bio-oss grafting material. The patient complained about soreness of the palate, swelling, pain and a constant bad taste. She also states that she can feel "almost small bone fragment type material coming out of the palate which is accompanied by quite an unpleasant taste". Due to the patient´s symptoms the implant was removed one month after placement. During the implant removal an infection could not be confirmed by the dentist.